Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. An IFU review is unable to be performed, as no details regarding failure mode of the device were provided. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was learned that a clinical trial patient with a 25mm 3300tfx pericardial aortic valve was placed under evaluation for intervention after an approximate implant duration of nine (9) years due to unknown reasons.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.